Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the right ventricular lead, acceptable electrical values could not be obtained. The stylet was removed and replaced. The new stylet could not be successfully inserted into the lead. The lead was removed and a replacement lead was successfully implanted at that time.